Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the reagent nozzle was clogged and replaced it. Calibrations and quality control were then acceptable. Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for two patient samples from the cobas 6000 c501 module. Patient 1 initial result was 4.5 mg/dl and the repeat result was 2.9 mg/dl. Patient 2 initial result was 4.5 mg/dl and the repeat result was 1.9 mg/dl. The questionable results were reported outside of the laboratory. The reagent lot number was 50353401 with an expiration date of 31-may-2022.